Event description:
--

Event description:
Boston scientific crm received information that this device, which was included in the low level current product advisory that was initially communicated on (B)(4) 2006, exhibited a battery voltage measurement of 2.91 v after 25 months of implant and 2.84 v after 26 months of implant, with reports of possible early battery depletion. Due to a recent surgical procedure, the normal brady output for the right ventricular (rv) lead was programmed at 7.5 at 1.5. The health care provider (hcp) reported that the device would be reprogrammed to an appropriate setting for the pacing thresholds and the device to be checked in one month, giving the voltage a chance to recover. To date, no adverse patient effects were reported with this clinical observation. Additional information was reported that a device changeout procedure was performed and the device was explanted due to normal battery depletion. During this procedure, the rate/sense portion of the rv lead was replaced due to increased pacing threshold measurements. No further complications were observed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A longevity analysis was performed on this device by utilizing the explant date in place of the elective replacment indicator (eri) date as eri was not declared during the implant duration. Based on this analysis the device was depleting normally at the time of explant. The rate of device depletion was accelerated due to programming changes made toward the end of implant. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.